Event description:
Boston scientific received information that the patient implanted with this device system was lost to follow up for over one year. The patient was recently presented in the emergency room (ER) after receiving shocks. Upon device interrogation, a fault code was observed for an open circuit condition. It was reported that at the time of the arrhythmias, the patient had been using an illicit drug. The first two shocks were delivered with a shock impedance measurement within acceptable limits. The next shock was delivered with greater than 125 ohms shock impedance measurement. Upon further review, shock impedance measurements increased from the time of implant at 40 ohms to 80 ohms. Testing was performed on the device system and in triad and right ventricular (rv) lead to can, with shock impedance measurements within acceptable limits. In rv to right atrial (ra) lead configuration, shock impedance measurements were 165 ohms. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.